Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that the patient has been indicated for a hip revision procedure due to unknown reasons; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis, as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown cup, unknown liner and unknown stem.

Event description:
It was reported that the patient has been indicated for revision of the femoral head due to a nickel allergy; however, no revision has been reported to date. Attempts to obtain additional information have been made, but none is available at this time..